Manufacturer narrative:
Concomitant medical products: w1dr01 ipg, implanted on (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high and undefined unipolar and bipolar impedance. Lead fracture was suspected. The rv lead remains in use.  No patient complications have been reported as a result of this event.